Event description:
It was reported that the guardians of the pt noticed an obvious decline in the pt's auditory performance since (B)(6), 2011. There is no history of head trauma or impact. Problems with the external equipment have been excluded. Testing showed that 6 electrode channels have hi impedances.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.